Event description:
A healthcare facility in massachusetts reported that the max pressure relief valve of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator pressure relief valve system was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was performance tested. The subject rd900 manometer was not returned for investigation. Results: a functioning manometer was fitted to the valve system for performance testing. The rd900 pressure relief valve system passed all performance tests and performed as intended. Conclusion: we are unable to confirm the reported event as there was no fault found with the returned device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(4) reported that the pressure adjustment mechanism of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.